Event description:
It was reported that the device will not power on. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Removed front cover for further inspection. Visual inspection of the printer circuit board (pcb) determined that the cause of power on failure was that one of the power switch legs became disconnected from solder joint. The root cause of the reported issue was due to a component failure, possibly due to a design issue. No further actions were required.